Event description:
The customer reported that the t:slim x2 pump battery would not charge and had a power source alert. This issue led to a pump shutdown and an inability to turn the pump back on, but blood glucose levels did not exceed 500 mg/dl. The customer resolved the issue by using the original tandem charging supplies. Technical support advised that certain settings need to be manually reset when the pump turns off and recommended monitoring the situation, advising to call back if the issue persists.